Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician via baxter sales representative from (B)(6) of leaked transfer set, fever and bacterial peritonitis with culture positive for streptococcus mitis in a (B)(6) female, coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag therapy (8l daily) intraperitoneally (ip) for uremia. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and fever and was hospitalized on the same date. The cause of the peritonitis was due to a leaked transfer set. On (B)(6) 2011, a sample of peritoneal effluent was analyzed and cultured prior to the initiation of antibiotic therapy. At that time, the patient started treatment with cefazolin injection (1g-0.5g, 4 times per day, ip) and ceftazidime (1g-0.5g, 4 times per day, ip). On (B)(6), the events of fever and bacterial peritonitis with culture positive for streptococcus mitis resolved and the patient was discharged from the hospital on the same date. On (B)(6) 2011, remedial treatment with cefazolin and ceftazolin was discontinued. It was not reported if the event of leaked transfer set had resolved. Dianeal therapy was ongoing. The physician believed that the events of fever and bacterial peritonitis with culture positive for streptococcus mitis were not related to dianeal therapy, but rather related to the leaked transfer set. A causality statement for the event of leaked transfer set was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be conducted as the lot number is unknown. A 510(k) number will not be provided in the emdr as the product is unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).this peritonitis event was previously reported in medical device report 1423500-2011-10559. If further information becomes available, a follow-up report will be submitted under 1423500-2011-10559.